Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 6 tubes had caps popping off during centrifugation or during transportation. Specimens were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows the variable data on the tube label but does not display the customer's indicated failure mode: stopper pop off. A total of 100 retained samples were visually inspected, all featuring the hemogard closure assembly correctly assembled and placed on the tubes, with no issues identified regarding cocked stoppers. Additionally, 10 retained samples underwent functional tests for draw volume with all tests within specification requirements. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 6 tubes had caps popping off during centrifugation or during transportation. Specimens were recollected. There was no other health impact or consequences reported.